Event description:
A valiant navion stent graft was implanted during the endovascular treatment of a thoracic aortic dissection. It was reported approximatley 3 years post the index procedure, the patient suffered a life-threatening illness or injury and expired. It was noted that the patient missed follow up visits and the death was discovered on an online search. The site assessed the death as unlikely related to the study device, procedure and underlying dissection. The medical monitor assessed the death as unrelated to the study device, procedure and underlying dissection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: the clinical events committee assessed the death as not related to device or procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.